Event description:
Multiple adverse events has occurred in the last 2 years in pts receiving the aga amplatzer occluder device. Reporter has just learned that most of these events have been reported to the MFR, aga medical corp, or to the FDA. Although facility aq/qi staff are still in the process of gathering details, the events apparently include transient ischemic attack, atrial perforation, myocardial infarction, and death.